Manufacturer narrative:
Corrected patient code and added method code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested, not available.

Event description:
A customer reported that the device failed to shock when delivering therapy. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. Additional information has been requested.

Event description:
A customer reported that the device failed to shock when delivering therapy. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. The customer confirmed the date and time of the event but was unable to provide additional information. The event file and waveforms were reviewed by a philips clinician. On (B)(6) 2020 at 9:20:22, the device was powered into the manual mode and at 1:47 elapsed time (et), defibrillator pads were placed. There was significant intermittent interference alternating with a narrow complex waveform at a rate of 107 beats per minute (bpm). This intermittent waveform and artifact lasted approximately one minute before being powered off by the user. There were no attempts to charge or deliver energy. The device was evaluated by a philips repair bench technician. The reported symptom of failure to shock could not be duplicated. Philips is unable to determine the cause of the reported symptom as the reported symptom was not reproduced and the evaluation of the shock functionality of the device did not identify any malfunction. The device passed all performance assurance tests and was returned to the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.